Manufacturer narrative:
Draeger is still investigating he reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that the capacity of he lithium-ion batteries used in the infinity delta does not remain constant for the duration of the prescribed service interval but is significantly reduced even after a much shorter period. There was no pt injury reported. Draeger reference number: (B)(4).